Event description:
In 2007 during PICC line insertion, the wire unraveled inside of patient's arm.

Manufacturer narrative:
Event description: the complaint device was not returned, only the lot number was provided to assist with this investigation. Unfortunately, at this time we are unable to determine with certainty how/why this incident may have occurred. However, when considering the information provided by the customer, it is feasible to suggest that the device met with resistance beyond its intended design, possibly due to human anatomy and/or technique related. We have seen where separation has occurred during the placement and/or attempted removal of the supplied wire guide, when inadvertent contact is made with the needle bevel. We can advise that per our attached caution label, we state: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." Nevertheless, the appropriate personnel have been notified. This device is inspected 100% for bends, kinks, adequate joint strength, and other surface imperfections prior to transport.